Event description:
Information received from the article: saleme s, losif c, ponomarjova s, et al. Flow-diverting stents for intracranial bifurcation. Neurosurgery 2014; 75:623¿631. Thirty-two patients with 37 aneurysms were treated for intracranial bifurcation aneurysms with pipeline between february 2011 and may 2013. Two-thirds of the patients were female and the mean age was 54 years. For all patients with no history of subarachnoid hemorrhage, 75 mg clopidogrel was given 6 days before the procedure. In the setting of subarachnoid hemorrhage, an intravenous bolus of 0.25 mg/kg abciximab was performed during the procedure, and a continuous intravenous perfusion of 0.125 mg/kg per minute for 12 hours was initiated immediately after the procedure. During the procedure, anticoagulation with heparin was used to keep the activated clotting time at twice the normal value. In addition, all patients were given 250 mg aspirin intravenously. After the procedure, patients were kept under clopidogrel for 6 months and aspirin for 1 year. Absence of new symptoms was reported for all patients between 6 and 18 months after embolization. At 6m follow-up, 1 patient developed in-stent stenosis, 4 patients experienced symptomatic side-branch narrowing, 1 patient experienced symptomatic side-branch occlusion and 5 patients experienced symptomatic remodeling, all of which were transient and recovered completely. In addition, 3 patients experienced ischemic events that resulted in new permanent neurological deficits in the immediate postoperative period.

Manufacturer narrative:
The lot history record review was not possible since the lot number was not reported. The devices will not be returned for analysis as they were implanted in the patient. (B)(4).